Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they would not be returning the device and the re-test was negative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for bacteria. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. No additional information was provided.